Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion exhibited 85% stenosis and was very calcified. The device was removed from packaging per IFU and was inspected prior to use with no issues noted. Device was prepped with no issues noted. The physician was attempting to direct stent the lesion. The device was unable to cross the lesion. The device was removed and a non-medtronic stent was used to treat the lesion successfully. Physician has indicated that the failure to cross the lesion was related to a difficult lesion morphology/anatomy. There was no patient injury reported. Device evaluation: the hypotube was slightly kinked. The distal tip was undamaged. The stent was positioned on the balloon between the inner shaft markers as per specification. The 5th and 6th distal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU instructs the user to pre-dilate the lesion). Inherent risk of procedure (failure to deliver and stent deformation). Patients condition affected effectiveness of device (target lesion had 85% stenosis and was very calcified). Deformation problem (stent). Evaluation conclusions: failure to follow instructions (IFU instructs the user to pre-dilate the lesion). Known inherent risk of procedure (failure to deliver and stent deformation). Device failure/lack of effectiveness related to patient condition target lesion had 85% stenosis and was very calcified). (B)(4).